Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00122, 0001032347-2020-00123. Medical products: pectus system shafer 9 ti pectus bar, part# pt-3452, lot# 964320. Pectus system shafer 9.5 ti pectus bar, part# pt-3453, lot# 964310.

Event description:
It was reported the surgeon preferred the custom pectus bar to be shorter. The custom pectus bars were successfully implanted. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The DHR was reviewed there were no non-conformances found. There are no indications of manufacturing defects. Due to these products being custom fit a review was conducted on all part numbers pt-xxxx for the last year regarding the bar not fitting; (B)(4). The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.